Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening of the stem at both interfaces. The manufacturer of the cement used in the primary surgery is unknown.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and lot codes required in searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the provided information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.